Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of contamination was confirmed via product analysis. Product analysis could not confirm the reported events related to fuzz on the tubing implant as the packaging was not returned. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a replacement procedure of artificial urinary sphincter (aus), device was attempted but not implanted due to fuzz on the tubing of implant. Was found right after opening the packaging.